Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to log in biometric identifier. When the user attempted to access medication using the biometric login, the system prompted for a witness after the thumbprint was scanned. Subsequently, when the user manually entered the password, the station screen went completely blank. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user had been unable to log in with biometric identifier (bio-ID) and had required a witness. A field service engineer (fse) had confirmed that the site had experienced a problem with a third-party software application that had prevented proper logon and had affected the entire region. This had not been a pyxis issue. However, fse had verified that bio ID was functioning properly. The system functioned as intended after the field service engineer investigated the device.